Event description:
Boston scientific received information that a patient with a pacemaker with this right ventricular (rv) lead came in the emergency room with an episode which lasted an hour where the patient felt weak. The lead impedance was 170 ohms and there was noise seen with intermittent capture. Further, the patient was not pacer-dependent and no pacing inhibition was seen. The field representative indicated that the patient will be getting a new lead and device. Additional information received that the source was not determined but was believed to be an insulation issue. The pacemaker was explanted and the right ventricular (rv) lead was surgically abandoned. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.